Event description:
It was reported that this right ventricular (rv) lead had shock impedances that were out of range. The impedance measurements were reportedly greater than 125 ohms. This rv lead was abandoned surgically and replaced. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the terminal segment of the lead was returned. It was cut approximately 18.5 cm from the terminal end. Testing was completed on this portion of the lead, to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and portion of the lead body found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received, indicating that a portion of this rv lead was returned and a device evaluation was completed.